Event description:
It was reported that the system intermittently shut down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups and isd board were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.